Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected field: b5; h6 health effect ¿ impact codes, health effect ¿ clinical code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not initially able to reproduce the issue. The fse found multiple "gas loss in circuit alarm " alarms logged. The fse then found that the helium regulator test, and helium leak test were failing. The fse replaced the helium reservoir assembly and high pressure helium regulator. The fse also replaced safety disk, tidal disk, and scroll compressor with filters due to age. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the reservoir assembly in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a helium loss at helium tank site.